Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 290cc saline catalog #3503290 lot #7438150 sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round high profile 290cc saline breast prostheses. The left breast prosthesis was reported to have rotated and that the patient experienced pain when laying on the left side. Bilateral asymmetry was also reported. As a result, the patient underwent bilateral removal and replacement with mentor smooth round high profile 250cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause of the failure could not be determined. The device history record (DHR) of lot number 7438150 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).